Event description:
There was an allegation of multiple questionable uric acid results from the cobas 8000 c702 module. One example was an initial result of 5.11 umol/l, and a repeat result of 424.26 umol/l. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer found that the waste discharge pipeline was cracked. The instrument was repaired, the cuvette was replaced, and the sample needle sampling position was adjusted. A precision test was conducted, and the test results were acceptable. The investigation determined that the service actions resolved the issue.